Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). Radiology-chest pa and lateral, 2 views. Indication: preoperative, hernia repair. Impression: borderline cardiomegaly, mild left ventricular hypertrophy. Lungs expanded and clear, no acute cardiopulmonary abnormality. Bilateral cervical ribs, large right cervical rib. Status post cholecystectomy. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure performed. Laparoscopic incisional hernia repair with mesh. Assistant: (B)(6). Anesthesia: general. Indications: this is a 40-year-old female who previously had an umbilical hernia repair. This has now recurred leaving her with an incisional hernia which is symptomatic. Procedure: ¿the patient was placed on the or table in the supine position. The abdomen was prepped and draped in a sterile fashion and covered with a sterile drape. Initial 10 mm incision was made in the left upper quadrant and then an optical trocar was used to enter the peritoneal cavity under direct vision. The laparoscope was introduced and the abdomen was then insufflated. She was noted to have moderately large fascial defect at the mid anterior abdominal wall with incarcerated omentum. Two additional 5 mm trocars were placed; one in the left lower quadrant and one in the right flank under direct vision. Graspers were introduced. Blunt dissection was used to reduce the incarcerated omentum within this hernia sac. There was actually noted to be multiple fascial defects in a cluster near the umbilicus. Once all of the hernia sac contents were reduced, the defect was measured by passing a spinal needle through the anterior abdominal wall and probing the edges of the defects. The total area of involvement was about 7 x 7 cm. A 15 x 19 dual mesh plus prosthesis was selected for the repair. Four fixation sutures were placed in the mesh and then the mesh was passed into the abdominal cavity. These four fixation sutures were then passed to the anterior abdominal wall through small stab wounds with the gore-tex suture passer, suspending the mesh over the anterior abdominal wall and directly centered over the patient¿s fascial defect. This gave good overlap in all directions. The mesh was then circumferentially tacked with the protack instrument, placing tacks at not more than 1 cm intervals circumferentially. A second inner row of tacks was also placed. Four additional fixation sutures were then passed through the anterior abdominal wall through additional stab wounds and were used to further fixate the mesh so at the end of the [sic] there were a total of eight fixation sutures. An endoclose needle was then used to close the fascial defect at the 10 mm trocar site and the abdomen was deflated. Trocars were removed. Fascial sutures were tied. The skin was closed with vicryl subcuticular sutures or indermil. Dressings were applied. She tolerated this well. Blood loss minimal. Counts correct. She was taken to recovery in stable condition.¿ (B)(6) 2008: (B)(6). Intraoperative record. Implant record. Graft dual mesh 15 x 19. Lot#: 05646092. Catalog number: 1dlmcp04. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05646092) was implanted during the procedure. (B)(6) 2012: (B)(6). Radiology-abdominal/pelvis CT with contrast. Indication: abdominal pain, colon cancer. Comparison: MRI abdomen report dated (B)(6) 2011, MRI abdomen report dated (B)(6) 2010, abdominal ultrasound report dated (B)(6) 2010, abdominal ultrasound report dated (B)(6) 2009, CT chest report dated (B)(6) 2008, CT abdomen pelvis report dated (B)(6) 2007, CT chest report dated (B)(6) 2007, CT abdomen report dated (B)(6) 2006, pelvic ultrasound report dated (B)(6) 2005. Findings: gallbladder: surgically absent. Gi tract: there is a small sliding-type hiatal hernia; and there is mild left colon diverticulosis. There is surgical mesh in the right para midline anterior periphery of the mid abdomen; and there is a small fat-containing left periumbilical hernia. In addition there is a tiny left para midline supraumbilical ventral abdominal wall fat-containing hernia. Otherwise, there is a nonspecific normal appearing bowel gas pattern. Lastly normal appendix is identified. Uterus: nonvisualized, presumably surgically absent. Adnexal region: there is a 3.5 cm left adnexal cyst, for which further clarification/characterization with sonographic surveillance in 2 to 3 months could be considered if clinically indicated; the right adnexal region appears normal. Impression: 3.5 cm left adnexal cyst, for which further clarification/characterization with sonographic surveillance in 2 to 3 months could be considered if clinically indicated. Small sliding-type hiatal hernia; mild left colon diverticulosis; anterior right para-midline mid abdominal surgical mesh; small fat-containing left periumbilical hernia; and tiny left para midline supraumbilical ventral abdominal wall fat-containing hernia. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic recurrent incisional hernia repair with mesh. Assistant: (B)(6). Anesthesia: general. Indications: this is a 44-year-old female who previously underwent a laparoscopic incisional hernia repair with a hernia near the umbilicus where she had had previous laparoscopy. Since that time she has developed pain in that area and a CT scan shows that the previously placed hernia mesh has retracted from the abdominal wall on the left superior side and the patient is herniating again through that area and her old hernia defect. She is brought to surgery at this time for repair. Description of procedure: ¿the patient was placed on the operating room table in the supine position. The abdomen was prepped and draped in a sterile fashion. An initial 10 mm incision was made in the left upper quadrant and an optical trocar was used to enter the peritoneal cavity under direct vision. The laparoscope was introduced. The abdomen was insufflated. The left side of the abdomen was clear and so tow 5 mm ports were placed on the left side of the abdomen laterally under direct vision and then adhesiolysis was begun. Once adhesiolysis was complete, we eventually placed two more 5 mm ports in the right lateral abdomen as well. Adhesiolysis was done with blunt dissection, taking down adhesions of the omentum to the anterior abdominal wall. Upon reaching the level of the mesh it was clear that the mesh had pulled away as predicted from the CT scan on the superior left side. Once we completed all the adhesiolysis we then resected that portion of the mesh, which was easily removed. This was done with a combination of cold scissors and harmonic scalpel. We removed about two-thirds of the old mesh. It was temporarily placed into a bag and it was later removed through the left upper quadrant port prior to finishing the operation. After the old mesh was removed, as much as possible, we addressed the defect. The actual hernia defect was only about 3 x 4 cm. There were some other fascial defects where the tacks and fixation sutures had pulled free. One of these defects wounds was sutured closed. It was a slit-like defect in the fascia and it was closed with two interrupted sutures of 0 vicryl. After fully assessing the abdominal wall we felt that a 15 x 19 dual mesh plus prosthesis would adequately cover all of the small defects from the old tacks, as well as the patient¿s primary hernia, so this mesh was brought to the field and opened. Four fixation sutures of gore-tex suture were placed into the mesh and was passed into the abdominal cavity and oriented. Suspension sutures were then passed through the anterior abdominal wall through four small stab wounds using the gore-tex suture passer and then we applied tension to the sutures suspending the mesh to the anterior abdominal wall. We tried, in this case, to no put an inordinate amount of tension on the mesh in order to prevent recurrence of the retraction of the mesh that was seen on the previous operation and so we tried to orient things so that there would not be undue tension. Once we were satisfied with that the sutures were tied and then we began tacking the mesh into place. Protack was used to place some tacks on either lateral side of the mesh and at the inferior and superior apex of the mesh to help secure it well and also to act as radiographic markers of the boundary of the mesh. The remainder of the tacking circumferentially was done with the secure strap instrument, and then a second inner row of suture straps was also placed. We then placed four additional fixation sutures in between the previously mentioned sutures and one at the inferior and superior apex and one at the left and right lateral borders. This was done again through small stab wounds using the gore-tex suture passer. That completed the hernia repair. We then used an endo close needle to close the left upper quadrant trocar site and removed all the trocars, tied that fascial suture, closed all the skin with subcuticular vicryl sutures and topical adhesive. The patient tolerated the procedure well. Blood loss was minimal. Counts were correct. She was taken to recovery in stable condition.¿ (B)(6) 2012: (B)(6). Intraoperative record. Implant record. Graft dual mesh cord antim 15. Invent ID: 2674. Catalog #: 1dlmcp04. Lot#: [illegible]991992. Expr date: 11/1/14. Vendor w.l gore. Quantity: 1. Operative site: hernia. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/[illegible]991992) was implanted during the procedure. (B)(6) 2012: (B)(6). Pathology report. Case #: (B)(4). Post-operative diagnosis: old ventral hernia recurrent. Clinical diagnosis: old ventral hernia recurrent. Specimen explanted old ventral hernia. Diagnosis: explanted old ventral hernia, biopsy. Benign fibrotic tissue of explanted ventral hernia. Gross description: the specimen is received in formalin in a single container labeled ¿explanted old ventral hernia.¿ the specimen consists of fibrotic tissue fragment with metal wires and plastic-like material measuring 6.5 x 5.0 x 2.0 cm. The soft tissue is attached. Representative sections are submitted in a single cassette. Microscopic description: a microscopic examination was performed on the sections submitted. The microscopic findings support the final diagnosis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for "mesh detached away on the superior left side") was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2008 through (B)(6) 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2008 through (B)(6) 2012 were not provided. Patient information: medical history: ¿ sliding hiatal hernia ¿ recurrent incisional hernia ¿ recurrent ventral hernia ¿ (B)(6) 2012: small sliding-type hiatal hernia; small fat-containing left periumbilical hernia; and tiny left para midline supraumbilical ventral abdominal wall fat-containing hernia. Surgical procedures: ¿ unknown date: hysterectomy ¿ unknown date: cholecystectomy ¿ unknown date: umbilical hernia repair ¿ (B)(6) 2008: laparoscopic incisional hernia repair with mesh. Recurred incisional hernia, symptomatic. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2012: laparoscopic recurrent incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [no allegations for this device] implant #1 preoperative complaints: ¿ (B)(6) 2008: ¿this is a 40-year-old female who previously had an umbilical hernia repair. This has now recurred leaving her with an incisional hernia which is symptomatic." Implant #1 procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial (B)(6) /05646092, 15cm x 19cm x 1mm thick, oval] implant #1 date: (B)(6) 2008 ¿ wound classification: ¿clean¿ ¿ description of hernia being treated: ¿initial 10 mm incision was made in the left upper quadrant and then an optical trocar was used to enter the peritoneal cavity under direct vision. The laparoscope was introduced and the abdomen was then insufflated. She was noted to have moderately large fascial defect at the mid anterior abdominal wall with incarcerated omentum. Two additional 5 mm trocars were placed; one in the left lower quadrant and one in the right flank under direct vision. Graspers were introduced. Blunt dissection was used to reduce the incarcerated omentum within this hernia sac. There was actually noted to be multiple fascial defects in a cluster near the umbilicus. Once all of the hernia sac contents were reduced, the defect was measured by passing a spinal needle through the anterior abdominal wall and probing the edges of the defects.¿ ¿ implant size and fixation: ¿the total area of involvement was about 7 x 7 cm. A 15 x 19 dual mesh plus prosthesis was selected for the repair. Four fixation sutures were placed in the mesh and then the mesh was passed into the abdominal cavity. These four fixation sutures were then passed to the anterior abdominal wall through small stab wounds with the gore-tex suture passer, suspending the mesh over the anterior abdominal wall and directly centered over the patient¿s fascial defect. This gave good overlap in all directions. The mesh was then circumferentially tacked with the protack instrument, placing tacks at not more than 1 cm intervals circumferentially. A second inner row of tacks was also placed. Four additional fixation sutures were then passed through the anterior abdominal wall through additional stab wounds and were used to further fixate the mesh so at the end of the [sic] there were a total of eight fixation sutures. An endoclose needle was then used to close the fascial defect at the 10 mm trocar site and the abdomen was deflated. Trocars were removed. Fascial sutures were tied. The skin was closed with vicryl subcuticular sutures or indermil.¿ relevant medical information: ¿ (B)(6) 2012: CT abdomen/pelvis: ¿indication: abdominal pain , colon cancer. Findings: gi tract: there is a small sliding-type hiatal hernia; and there is mild left colon diverticulosis. There is surgical mesh in the right para midline anterior periphery of the mid abdomen; and there is a small fat-containing left periumbilical hernia. In addition there is a tiny left para midline supraumbilical ventral abdominal wall fat-containing hernia . Otherwise, there is a nonspecific normal appearing bowel gas pattern. Impression: small sliding-type hiatal hernia; mild left colon diverticulosis; anterior right para-midline mid abdominal surgical mesh; small fat-containing left periumbilical hernia; and tiny left para midline supraumbilical ventral abdominal wall fat-containing hernia.¿ partial explant #1, implant #2 preoperative complaints: ¿ (B)(6) 2012: ¿this is a 44-year-old female who previously underwent a laparoscopic incisional hernia repair with a hernia near the umbilicus where she had had previous laparoscopy. Since that time she has developed pain in that area and a CT scan shows that the previously placed hernia mesh has retracted from the abdominal wall on the left superior side and the patient is herniating again through that area and her old hernia defect.¿ partial explant #1, implant #2 procedure: laparoscopic recurrent incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, (B)(6) /9911992, 15cm x 19cm x 1mm thick, oval] [no allegations against this device] partial explant #1, implant #2 date: (B)(6) 2012 ¿ wound classification: ¿clean¿ ¿ description of hernia being treated: ¿an initial 10 mm incision was made in the left upper quadrant and an optical trocar was used to enter the peritoneal cavity under direct vision. The laparoscope was introduced. The abdomen was insufflated. The left side of the abdomen was clear and so two 5 mm ports were placed on the left side of the abdomen laterally under direct vision and then adhesiolysis was begun. Once adhesiolysis was complete, we eventually placed two more 5 mm ports in the right lateral abdomen as well. Adhesiolysis was done with blunt dissection, taking down adhesions of the omentum to the anterior abdominal wall. Upon reaching the level of the mesh it was clear that the mesh had pulled away as predicted from the CT scan on the superior left side . Once we completed all the adhesiolysis we then resected that portion of the mesh, which was easily removed. This was done with a combination of cold scissors and harmonic scalpel. We removed about two-thirds of the old mesh. It was temporarily placed into a bag and it was later removed through the left upper quadrant port prior to finishing the operation. After the old mesh was removed, as much as possible, we addressed the defect.¿ ¿ implant size and fixation: ¿the actual hernia defect was only about 3 x 4 cm. There were some other fascial defects where the tacks and fixation sutures had pulled free. One of these defects wounds was sutured closed. It was a slit-like defect in the fascia and it was closed with two interrupted sutures of 0 vicryl. After fully assessing the abdominal wall we felt that a 15 x 19 dual mesh plus prosthesis would adequately cover all of the small defects from the old tacks, as well as the patient¿s primary hernia, so this mesh was brought to the field and opened. Four fixation sutures of gore-tex suture were placed into the mesh and was passed into the abdominal cavity and oriented. Suspension sutures were then passed through the anterior abdominal wall through four small stab wounds using the gore-tex suture passer and then we applied tension to the sutures suspending the mesh to the anterior abdominal wall. We tried, in this case, to no [sic] put an inordinate amount of tension on the mesh in order to prevent recurrence of the retraction of the mesh that was seen on the previous operation and so we tried to orient things so that there would not be undue tension. Once we were satisfied with that the sutures were tied and then we began tacking the mesh into place. Protack was used to place some tacks on either lateral side of the mesh and at the inferior and superior apex of the mesh to help secure it well and also to act as radiographic markers of the boundary of the mesh. The remainder of the tacking circumferentially was done with the secure strap instrument, and then a second inner row of suture straps was also placed. We then placed four additional fixation sutures in between the previously mentioned sutures and one at the inferior and superior apex and one at the left and right lateral borders. This was done again through small stab wounds using the gore-tex suture passer. That completed the hernia repair. We then used an endo close needle to close the left upper quadrant trocar site and removed all the trocars, tied that fascial suture, closed all the skin with subcuticular vicryl sutures and topical adhesive.¿ ¿ (B)(6) 2012: pathology report: ¿post-operative diagnosis: old ventral hernia recurrent. - clinical diagnosis: old ventral hernia recurrent. Specimen: explanted old ventral hernia. Diagnosis: ¿explanted old ventral hernia, biopsy. Benign fibrotic tissue of explanted ventral hernia. - gross description: ¿the specimen is received in formalin in a single container labeled ¿explanted old ventral hernia.¿ ¿the specimen consists of fibrotic tissue fragment with metal wires and plastic-like material measuring 6.5 x 5.0 x 2.0 cm. The soft tissue is attached.: - microscopic description: a microscopic examination was performed on the sections submitted. The microscopic findings support the final diagnosis.¿ conclusion: it should be noted that for both the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Part of the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based upon the information received, part of the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05646092 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh detached away on the superior left side, partial mesh removal requiring an additional surgery. Additional event specific information was not provided.